Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. Based on the visual evaluation, the sample was classified as poor sample condition and several inspections could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Per additional information received via email on 07 april 2019 from (B)(6), a balloon burst was found. There were no missing pieces. Further information was received via email on 12 april 2019 from (B)(6), that it was unknown if the balloon was burst to remove the catheter.